Manufacturer narrative:
The part number 80-0728 1.5mm hex driver tip, locking groove and the part number co-t2320-s 2.3mm x 20mm locking cortical screw were returned for evaluation. The missing tip portion of driver was not returned. Additionally, the batch/lot number of the returned screw was partially illegible. The returned devices were examined with magnified photography. Observed phenomena included: the returned driver had a fracture at the male drive feature; the tip terminated in a moderately cupped fracture plane with aspects that were mildly to moderately oblique to the axis of the driver. The fracture plane exhibited light texturing and no notable ductility/necking. The returned screw had extensive damage to the head including sheared metal, pitting/nicks/indentations, scratches, and anodization loss; this head damage was obscuring the batch number. The drive feature of the screw was occupied/filled by foreign debris/metal, most likely the fractured tip of the driver. The returned screw exhibited shearing/anodization damage at the peak/crest of all turns of locking/shaft thread with more intense damage present at the third through fifth turns of locking thread as measured from the head. Additional observations: characteristics of the fracture plane would likely indicate a brittle failure mode. Brittle failure modes most commonly occur due to sudden overload events in which a device experiences an unexpectedly large force or torque in a short span of time. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, the surgeon used the aculoc2 plate and when inserting the locking screw, the driver tip broke. The surgeon was able to remove the broken piece and there was nothing left in the patient's body. This report is related to report number 3025141-2023-00008 for the driver involved in this event.